Event description:
It was reported that dosing on the ilet stopped due to a continuous glucose monitor disconnection associated with an incorrect pairing code for a dexcom g7 sensor, which led to loss of cgm data and a dosing stop alert. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated dosing until cgm connectivity was restored. Investigation included customer care troubleshooting and education, including guidance to toggle cgm settings and re-pair with the correct sensor and code. Investigation of this case revealed that the cgm was initially paired with an incorrect code or sensor type, and connectivity was restored after correcting the pairing, consistent with user pairing error and cgm communication disruption. It was concluded, based on previously established findings for similar reports, that the cause was user error related to cgm pairing.